Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a pmcf from (B)(6), united states. The title of this report is ¿a retrospective data collection of the treatment of upper and lower extremity fractures with the t2 kids flexible nailing system.¿ which is associated with the stryker ¿t2 kids flexible nailing¿ system. Within that publication, post-operative complications/ adverse events were reported, which occurred from 2012 to 2017. It was not possible to ascertain specific patient & device details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 9 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses fracture lost rotational stability followed by revision with flex nailing. The report states: ¿subsequently required revision flex nailing because the fracture lost rotational stability.¿